Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was abbvie device. Abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie device. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) was started on duopa therapy. After an unspecified period of time, the patient underwent replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. A duodenal ulcer was detected during the tube replacement. As the patient was asymptomatic, it is unknown since when does he has the ulcer. The patient was treated with omeprazole.